Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, "ventilator inoperative" codes were observed in ventilator's downloaded error log. The device's blower motor and sys board were replaced to address the issues.

Event description:
The MFR rec'd info from a third party svc ctr alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. The device's system board and blower motor were returned to the quality assurance laboratory for further investigation. There were no malfunctions observed with the device's system board. The root cause of the device's blower motor malfunction was found to be bearing damage.